Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2024, it was reported by a sales representative via sems-06704966 that (qty. 2) of an ar-5068-45r suturelasso¿ sd shaft were broken off while attempting to pierce the labrum. All broken pieces were retrieved from the patient and the case was completed successfully. This was discovered during a shoulder labral repair procedure (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.